Event description:
A user facility reported a pt experienced severe pharyngitis with minor amount of tissue sloughing following the use of a laryngeal mask airway that was inappropriately cleaned with a germicide. The pt was seen by ear, nose and throat and treated with steroid dose pack, oral antibiotics and tylenol #3. The pt's symptoms are improving, but not completely resolved. The product labeling warns against the use of germicides and states a severe or prolonged sore throat has been reported in patients in whom an improperly cleaned mask has been used. The user facility has removed from service all the largyngeal mask airways that have been exposed to improper cleaning agents.